Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose. The customer¿s blood glucose level at the time of incident was over 500 mg/dl and the current blood glucose level is 211 mg/dl. The customer also reported other blood glucose level such as 209 mg/dl. The customer was treated with manual injection and boluses. The customer was experienced symptoms such as vomiting, heavy breathing, abdominal pain, weak. The customer was using the insulin pump at the time of high blood glucose event was reported. The insulin pump will not be returned for analysis.